Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and high impedance and may have fractured. The lead was capped and replaced. The implantable pulse generator (ipg) exhibited a loss of pacing capture when the new rv lead was connected. The ipg was then explanted and replaced. The physician noted that he may have dented the ipg can during the explant. No patient complications have been reported as a result of this event.